Event description:
It was reported that they were getting an alert 01 (patient line open) and alert 02 (low flow) on the arctic sun device (s/n (B)(4) in the neonatal intensive care unit. Nurse stated that flow rate was 0.8lpm, inlet pressure was -4.4psi, pump hours were 3567 and system hours were 4402. Mss asked nurse to disconnect and reconnect pad. Tubing was straight and not kinked. Tubing was going through a hole in the bed and was not compressed. Nurse stated that flow was up to 1.3lpm, but ip remained -4.5psi. One connector felt difficult to disconnect or reconnect. Nurse moved connections to the other side of the manifold. Now the flow rate was 1.2lpm, inlet pressure was -7.0 psi after a few minutes and the therapy continued.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that they were getting an alert 01 (patient line open) and alert 02 (low flow) on the arctic sun device (s/n dyeqy072) in the neonatal intensive care unit. Nurse stated that flow rate was 0.8lpm, inlet pressure was -4.4psi, pump hours were 3567 and system hours were 4402. Mss asked nurse to disconnect and reconnect pad. Tubing was straight and not kinked. Tubing was going through a hole in the bed and was not compressed. Nurse stated that flow was up to 1.3lpm, but ip remained -4.5psi. One connector felt difficult to disconnect or reconnect. Nurse moved connections to the other side of the manifold. Now the flow rate was 1.2lpm, inlet pressure was -7.0 psi after a few minutes and the therapy continued.

Manufacturer narrative:
The reported issue was inconclusive as no sample was returned for evaluation. A potential root cause for this failure could be "belt temperatures too low after nip roller and heated section." It was unknown whether the device had met specifications. The product was used for treatment but it was unknown whether the product had caused the reported failure. The lot number was unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "the pad surface must be contacting the skin for optimal energy transfer efficiency. A) if desired, the center section of the pad can be wrapped around the patient¿s torso and secured in place using the velcro tabs provided. Place pads to allow for full respiratory excursion. (E.g. Ensure free movement of the chest and abdomen are guaranteed). If the pad fails to prime or a significant continuous air leak is observed in the pad return line, check the connections, then if needed, replace the leaking pad. Once the pad is primed, assure the steady state flow rate displayed on the control panel is appropriate. The minimum flow rate should be 1.1 l/m." Correction: g,h. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned